Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 10/18/2017 to the present date 10/20/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there was a production failure [production need replace the carriage block p/n: tc10006869] which does not correlate to the customer reported issue. (B)(4).

Event description:
It was reported that the device had no power when connected to pc unit. There is a suggested issue with the logic board. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had no power when connected to pc unit. There is a suggested issue with the logic board. There was no patient involvement.